Manufacturer narrative:
(B)(4).

Event description:
The patient experienced "horrible bouts of withdrawal and overdose". The catheter was found to be shredded and cracked and was not connected to the pump. It was also noted that the catheter had previously kinked and torn. A new catheter was implanted; the old catheter was not removed from the patient. It was noted that the patient was in a wheelchair. He put a lot of wear and tear on the catheter because he twisted, turned and pressed against the back of the seat. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.